Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was noted on the right ventricular lead. The lead was further noted to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.